Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, persisted after multiple restarts, and the device was replaced; the affected device was identified by serial number (B)(6) and the patient was advised on shutdown, data sync, startup of the replacement, and continued cgm use. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included review of device history via return logistics and arrangements for return of the original pump. Investigation of this device revealed a consecutive motor stall consistent with a device malfunction of the insulin delivery motor assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the motor drive under normal use conditions.